Manufacturer narrative:
An event of was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited episodes of myopotential oversensing. Programming changes were discussed; however, it is unknown if they have been made.